Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: during which firing stroke did the device lock up? The first stroke. What color cartridge was being used? Uncertain which reload color was used just to confirm, was the white handle that broke off the device the closing trigger? Closing handle/trigger was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? Uncertain the patient status and outcome.

Event description:
It was reported that during a thoracotomy procedure, the surgeon fired the stapler onto the lung tissue after applying a peri-strip dry, staple line reinforcement. The gun locked up and was unable to retract the knife blade or open the jaws of the device. The tissue remained inside the jaws, while the white handle was broken off the shaft. A second stapler was introduced and fired effectively to complete the procedure. The shaft, jaws, a portion of the lung tissue were pulled out from the patient cavity. A portion of lung tissue was extracted from the device jaws. The entire device was thrown away in bio-hazard waste, including the remaining tissue. It is unknown the patient effect at this time. He had never experienced this locking up before with this stapler. He had also not previously fired on top of the staple line reinforcement material with this stapler before.